Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 20-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Pt/inr cartridge lot f24135 expired on 10-nov-2024, prior to the elevation of this incident for investigation. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 07-nov-2024, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant inr results a 41-year-old male patient with atrial fibrillation. There was no additional nformation available at the time of this report. Return product is not available for investigation. Method: date: collected: tested: inr: sample: I-stat, (B)(6) 2024, 17:23, 17:27, 3.5, serum; lab, ni, ni, ni, 6.5, ni. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Pt/inr - intended use: the I-stat pt, a prothrombin time test, is useful for monitoring patients receiving oral anticoagulation therapy such as coumadin ® or warfarin.